Manufacturer narrative:
No samples were returned for evaluation. The association between the event and the device is unknown. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause of the reported issue is unknown and cannot be determined in this investigation.

Event description:
The facility reported experiencing low suction during the irrigation & aspiration portion of a cataract surgical procedure. The posterior capsule tore, and the surgeon was unable to complete the surgery. The event required intervention to perform an unplanned vitrectomy. Three other surgeries were cancelled. It should be noted that the surgeon used a two-handed instrument technique.